Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not form correctly. No adverse patient consequences reported at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the clips were all fired out and all were conforming according to our manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the incident reported. In addition, the device locked out as intended but the orange visual indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows ¿orange¿ when the device has exhausted its clips. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clip was determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the malformed clips. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the incident reported. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch# g9jw5r mfg date 04/13/2010 exp date 03/13/2015